Manufacturer narrative:
This occurred on an unknown date in 2016. Postal code: (B)(6). Manufactured may 5, 2016 ¿ may 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor bladder ruptured. This occurred during filling with fluorouracil and sodium chloride solution. There was no patient involvement. No additional information is available.